Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012, inratio results: (6.6, 4.7, 6.7). All three tests were taken in an hour. Patient was hospitalized one week prior; reason for the hospitalization was not provided. Patient mentioned receiving medications during her stay but could not recall names of drugs. Customer did not use first drop of blood not used, and added multiple drops of blood to the test strip.

Manufacturer narrative:
Case was submitting to the medical advisor for review. Medical advisor determined that the inratio product did not contribute to the contribute to the hospitalization that was reported in this complaint. Medical advisor categorized this reportable event as malfunction. Pending investigation.